Event description:
It was reported that the ra and rv leads were implanted and explanted the same day. No reason(s) was provided. Attempts have been made to obtain additional information; however, no response has been received. No further information is available.